Event description:
After trial reductions were made surgeon indicated he wished to remove components and talk to the patient's family about a possible girdlestone. Surgeon removed all components listed. Left hip. Sales rep confirmed all of the devices were removed on (B)(6) 2015. Surgeon removed all hardware and opted to perform a girdlestone procedure on patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
The event reported in this MDR is a duplicate of MFR report #:(B)(4). Any additional information regarding this event will be reported in a supplemental report to MFR report #: (B)(4).

Event description:
After trial reductions were made surgeon indicated he wished to remove components and talk to the patient's family about a possible girdlestone. Surgeon removed all components listed. Left hip. Sales rep confirmed all of the devices were removed on (B)(6) 2015. Surgeon removed all hardware and opted to perform a girdlestone procedure on patient.